Event description:
The customer reported a leak at the probe of the lh 500 hematology analyzer which was not contained within the instrument. The volume of the leak was about 2 drops. The customer was wearing personal protective equipment consisting of gloves and a lab coat and no exposure or injury was reported. No erroneous results were generated and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) found the probe which was dripping and noticed that the probe wipe was misaligned. The fse readjusted the probe wipe which resolved the leak and repairs were verified per established procedures.

Manufacturer narrative:
Failure mode was determined to be a misaligned probe wipe. (B)(4).